Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the delivery rod of a 6f exoseal vascular closure device (vcd) did not fully withdraw during femoral artery closure, resulting in incomplete release of the plug. Upon removal, the plug was brought out together with the device. There was no reported patient injury. The vascular closure device was withdrawn according to the instructions, and after the indicator window turned black, the plug deployment button was pressed; however, the delivery rod did not fully withdraw. The device was returned for evaluation.

Manufacturer narrative:
As reported, the delivery rod of a 6f exoseal vascular closure device (vcd) did not fully withdraw during femoral artery closure, resulting in incomplete release of the plug. Upon removal, the plug was brought out together with the device. There was no reported patient injury. The vascular closure device was withdrawn according to the instructions, and after the indicator window turned black, the plug deployment button was pressed; however, the delivery rod did not fully withdraw. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the plug was no longer in the unit, which was received already activated. Nevertheless, the deployment lever was not fully depressed, which could promote an incomplete deployment of the plug. The full depression of the deployment lever was then completed to verify its operational state, and no compromised conditions were denoted, as the full depression of the lever was achieved successfully. A high-magnification microscopic evaluation was executed to examine the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and was found within specifications. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not observed through analysis of the returned device as it was received with the plug fully deployed and not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the issue experienced by the user since the deployment lever was found to be partially depressed with no other anomalies noted. Although the device was received with the plug deployed off the catheter, partial depression of the deployment lever most likely resulted in the partial deployment of the plug experienced by the user, especially since there were no issues noted when depressing the button the rest of the way during functional analysis and no anomalies noted to the internal mechanism. Regarding the deployed condition of the plug, it is likely that the plug fell off the delivery shaft after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.